Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The torn distal tip of the sheath was empirically confirmed based on the information provided by the field clinical specialist. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. Additionally, patient or procedural factors-such as challenging anatomy or non-coaxial advancement angles (there was presence of tortuosity and calcification at access vessels) - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from canada by our edwards lifesciences affiliates, a distal tip tear of a 14fr esheath+ occurred during a transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra valve by transfemoral approach. During the procedure, some resistance was noted when pushing the delivery system with the valve through esheath+. Upon the delivery system reaching the tip of the esheath+, a "popping" was felt. A torn distal tip was seen on the esheath+. The patient did not suffer any injury and was noted as to be in a stable condition.